Event description:
It was reported that pacing inhibition due to crosstalk oversensing was noted on the device resulting in the patient experiencing dizziness. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient is in stable condition and is hospitalized for monitoring.

Event description:
Additional information was received indicating the patient was discharged from the hospital. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.